Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous, non-calcified first diagonal. The physician attempted to place a 2.50x12mm taxus liberte stent, but was unable to cross the lesion. The stent became flared. The procedure was completed with a 2.5x12mm non-bsc stent. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).